Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The driver was returned for a reported system malfunction alarm while supporting a patient. A review of the patient file determined driver was only operating for 8 minutes on (B)(6) 2018. During the first seven minutes of operation a system check was being conducted. After successfully passing system check, on the final minute of operation the only parameter change was the beat rate setting from zero to 140 bpm. During this time no alarms were observed that would indicate a device malfunction. Investigation testing to produce a system malfunction alarm was unsuccessful. The customer-reported issue could not be confirmed or reproduced. The driver performed an intended with no evidence of device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.